Event description:
It was reported that during a laparoscopic urological procedure, the jaw became not to open. The jaw was opened by pulling the handle with both hands after use. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.